Event description:
A report was received that during a national academy of neuropsychology conference, a poster was displayed showing leads protruding through the patient's skin. There were no signs of infection and the leads were explanted.

Manufacturer narrative:
Evaluation of the device cannot be performed as the device serial number and the patient are unk. This is the final report.